Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead extraction procedure. Prior examination of the patient's rv lead had revealed signal artifact. No over-sensing was reported. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable recovering and no additional adverse consequences were reported.